Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. The reservoir, snap-cap and septum were all inspected for anomalies and there were none present. The occlusion test was performed per dop 114-811 by filling the reservoir with diluent and connecting to a new infusion set. The reservoir and connector were installed into a 7 xx insulin pump and the catheter tips were performed. The reservoirs were not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and reservoir occlusion. Customer's blood glucose level was 441 mg/dl. Customer advised the no delivery alarm was a recurring issue. Customer was unable to treat their high blood glucose due to occlusion issues. Customer advised the no delivery alarm occurred during manual prime. Customer was advised to change out their entire set and reservoir. Customer was advised to discontinue use of the reservoirs and revert to a backup plan. Customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.